Event description:
It was reported per medwatch report that when they were inserting a triple lumen central venous catheter (cvc), during the insertion of the central line, the device spring wire guide (swg) unraveled and frayed. The device was removed. There was no injury or harm to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.